Event description:
It was reported that during a thyrtoidectomy when using the device, the white "ceramic" tips were flaking off the instrument into the patinet. The pieces were easily and successfully retrieved. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer at the time of this report. A follow-up report will be sent if the device is received.